Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR#6000093-2007-00941. It was reported that 3 days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician placed two 2.50x16mm taxus express2 drug eluting stents in the mid left anterior descending (lad) to treat two non-bsc restenosed stents. The patient remained in the hospital and three days later coded on the floor. Thrombosis was diagnosed angiographically. Thrombosis was found throughout the stents. The thrombosis was treated with a 3.0x15mm quantum maverick balloon. The balloon was inflated for 20 seconds at 18atms, 20 seconds at 20 atms, and 15 seconds at 20 atms. A non-bsc thrombectomy device was used to remove the thrombosis. Then, the physician placed a 3.00x16mm taxus express2 stent in the lad, inflating to 20 atms for 15 seconds. The physician then placed another 3.00x16mm taxus express2 stent in the lad, inflating to 20 atms for 7 seconds. The stents were post dilated with a 2.5x16mm quantum maverick balloon at 16atms for 14 seconds and 20 atms for 10 seconds. After deploying the stents, ivus was used with good results. The physician then ballooned the proximal lad with a 3.00x15mm quantum maverick at 12atms for 15 seconds, 12 atms for 10 seconds, 12 atms for 5 seconds, and 20 atms for 20 seconds. Medications used during the procedure included angiomax and reopro bolus. The patient's condition is listed as stable and the patient is on a balloon pump. Further information has been requested, but has not been received.